Event description:
The customer contact reported the device alarmed with a 09/001 (backwards motor) svc alarm. The device was returned to the biomedical department for a report of an error code. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a review of the device history indicated a 09/001 (backward motor) error code. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a 09/001 (backwards motor) service alarm. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.